Manufacturer narrative:
A review of the device history records for the vortex port was not performed as no part number or lot number were provided. The angiodynamics complaint report was reviewed for the product family of vortex ports and the failure mode, " user error." No adverse trends were identified. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: "potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: fibrin sheath, migration, catheter pinch-off (compression of the catheter between the clavicle and the first rib) and catheter fragmentation. System assembly: the blue boot strain relief as on vortex® port and titanport® implantable port slide the boot over the end of the heparinized catheter. The tapered end of the boot should point away from the proximal end of the catheter. Dry the outlet tube and the proximal end of the catheter. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the boot over the catheter and onto the stem until the boot contacts the port body." Corrective action at the reporting facility has been addressed by the incorrect placement being "discussed and remedied locally." (B)(4). Device discarded at hospital.

Event description:
Angiodynamics was notified by the mhra in the (B)(6) of a hospital in which the physician placed a vortex vascular access port not in accordance with the device instructions for use. Specifically, the collar was attached backwards resulting in the catheter detaching from the port. The device was removed without difficulty and the port was replaced. There was no injury to the patient, only the premature removal/replacement of the port. The used device was discarded at the hospital.